Event description:
A PICC line snapped in half when being repositioned. It did not seem to be leaking at all when flushed. The guidewire in the PICC was hard to pull out once in place. The nurse was not sure if the guidewire made the line weakened, but it snapped when an easy to remove steri-strip was taken off. The pt was not harmed, and the nurse was able to put another catheter in the other arm.

Manufacturer narrative:
Although the failed sample was not returned to vygon us, the complaint has been forwarded to vygon (B)(4) (the MFR) for eval and investigation. The results of this investigation will be forwarded in a f/u MDR within 30 days of its conclusion.